Event description:
The patient reported that she noticed two days ago that the up arrow keypad button was flat and intermittently unresponsive. She denied exposing the pump to cleaning products, and confirmed that there were no holes or tears in the keypad.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. It was observed that the up arrow button and contrast button do not click or spring back normally when pressed. There was evidence of keypad adhesive found under all key contacts.